Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets fell off during use events on 04-april-2024. The infusion set was used for 2 days. The blood glucose level was 130-140mg/dl. The patient resolved the event by replacing the infusion set and insulin was resumed successfully. No further information available.